Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a type ii or unknown type iii endoleak. The physician may elect to conduct intervention at an unknown date. The physician then reported that they thought it was a type iii endoleak involving an aneurx and an aneurx limb. The physician also noted that the cause of the endoleak was unknown. The patient was reportedly going to have secondary intervention, however, they were going to see another vascular surgeon.